Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that the speaker produced an audible sound. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1:(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device has loudspeaker error. It is unknown if the device could produce an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.